Event description:
A male patient contacted lifecor customer support to report that the charger is not lighting up at all. He stated that the green light on the power brick was on. He disconnected the connection from the base and reinserted it and no lights came on. Support sent the patient a replacement battery charger.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger has been completed. The reported problem was reproduced. The charger was defective when evaluated. The connector at the base of the charger. The pins had slid out of the shell of the connector. The connector was replaced. The battery charger was retested and restocked. The root cause of the defective power brick is unknown but is likely mismating of the connectors. No adverse event resulted from the damaged battery charger. The patient received a replacement battery charger.